Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. There was no harm to the patient and the procedure was continued with the same standard product. However, there was a significant delay in the procedure. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
When water enters the hemostud sheath, the part held by the cup is not energized and is energized somewhere else. The hemostat forceps themselves start to get hot, and the hotter the right hand gets, the hotter it gets. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Correction information: g6: follow up #1, h2:if follow-up, what type? H3:device evaluated by manufacture, h6: coding changed based on the investigation result. Evaluation summary: based on similar complaints in the past, we determined that it was a user error rather than a manufacturing error. It was assumed that the tip was placed flat with blood and water adhering to it, and due to capillary action, the blood and water entered the inside of the sheath and adhered around the inner sheath. It was surmised that the blood and moisture that entered the sheath were heated because the current was applied for a long time in that state, and the sheath part became hot.